Manufacturer narrative:
The pump passed testing by sounding an audible alarm when the tubing was clamped distal to the pump. During testing, the pump delivered a measured volume of 20.22ml from an expected delivery of 20ml. Delivery accuracy for this pump requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the pump. The pump history was downloaded at the svc ctr. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. At an unspecified date and time, the pump was programmed to deliver an unspecified antibiotic and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pt noted the tubing was clamped; however, the pump display indicated the pump was delivering. At this time, the pt reported there was no pump alarm. The pump was removed from clinical svc. Therapy was resumed using a replacement pump. The physician was notified. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.